Event description:
It was reported that the pt's mother reported that an oily substance was leaking from her son's frame. Upon opening the frame, she found that the dacapo power pak was wet with the same oily substance. She attempted to charge the power pak on 2 different chargers. Since then, both of the chargers have stopped charging any of their power paks and the frame doesn't work when they attempted to use it with another power pak.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.